Manufacturer narrative:
The customer contacted siemens to report a falsely depressed carbon dioxide (co2) and a falsely depressed creatine kinase (ck) test result were obtained from an advia 1800 analyzer for a single patient sample. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found that the sample was not centrifuged prior to sampling by the advia 1800. Upon ordering, sample centrifugation was to be performed by the centrifuge module of the labcell automation system. The sample was centrifuged and the testing was repeated. The cause of the falsely depressed carbon dioxide (co2) and the falsely depressed creatine kinase (ck) was the lack of sample centrifugation prior to testing.the instrument is performing within specifications.no further evaluation of this instrument is needed.

Event description:
A falsely depressed carbon dioxide (co2) and a falsely depressed creatine kinase (ck) test result were obtained from an advia 1800 analyzer for a single patient sample. The initial test results were reported to the physician(s). The same sample was centrifuged and repeated on the same instrument. Higher test results were obtained and reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed patient results.